Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00777 and -00778.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace), neuron max 088 delivery catheter, and penumbra system 5max ace 64 reperfusion catheter (ace 64). Upon removal from the packaging, the 5max ace was found kinked near the hub and was not used. While attempting to advance the neuron max 088, it was became near the distal tip, which would not allow it to advance. During the procedure, an ace 64 became fractured and the coil winding became unraveled. The procedure successfully continued using a new ace 64 catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.